Event description:
It was reported that the nurse found the patient's foley catheter had prolapsed from the urethra, and immediately informed the doctor to remove it after examination. It was found that the balloon was linearly ruptured, the edges were good, the alignment was intact, and there was no residue in the urethra.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.